Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated with sugary gel. The customer also had sensor glucose versus blood glucose issues. The pump would read 84 mg/dl while her blood glucose was 243 mg/dl. The customer had fluctuations in her blood glucose due to her hectic schedule and settings being adjusted.